Event description:
It was reported that the patient's omnipod 5 controller/personal diabetes manager (pdm) delivered insulin without it being instructed to. The patient stated they heard the pod clicking around 13:00, and then looked at the pdm and the insulin on board was increasing, reaching 8 units. The patient reported they ate bread and drank coke to compensate for the additional insulin. It was reported the last reading was 8.4mmol/l (151 mg/dl) at 13:05 and declined to 2.9 mmol/l (52 mg/dl). At 13:10 a reading came showing 9.9mmol/l (178 mg/dl). No harm to the patient was reported and no medical assistance was required.

Manufacturer narrative:
B5 and h6 have been updated.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data confirmed the delivery of an 8 u bolus on the date of occurrence. The cloud data showed that no carbs or glucose values were entered into the bolus calculator and the total bolus volume was manually adjusted from 0 u to 8 u. Without log files, it could not be determined if the user interacted with the controller to confirm and start the 8 u bolus, as the cloud data does not log interactions with the controller. The exact cause of the reported uncommanded bolus could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's omnipod 5 controller/personal diabetes manager (pdm) delivered insulin without it being instructed to. The patient stated they heard the pod clicking around 13:00, and then looked at the pdm and the insulin on board was increasing, reaching 8 units. The patient reported they ate bread and drank coke to compensate for the additional insulin. It was reported the last reading was 8.4mmol/l (151 mg/dl) at 13:05 and was dropping. At 13:10 a reading came showing 9.9mmol/l (178 mg/dl). No harm to the patient was reported and no medical assistance was required.

Manufacturer narrative:
H6 was updated.